Manufacturer narrative:
(B)(4).it was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code 82-3832, with lot number cnjcwl, conformed to the specifications when released to stock on the 29th august 2012. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
A follow up report is being filed as the sample was returned to the investigation site on (B)(6) 2014. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Please be advised that it has been noted that the lot number, expiration date and date of manufacturer were all incorrect. The lot number for this device is not cnjcwl, it is cnmcbk. The expiration date is not 8/31/2017, it is 10/31/2017. The date of manufacturer was not 8/29/2012, it was 11/22/2012. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion were noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed for the pressure test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3832, with lot number cnmckb, conformed to the specifications when released to stock on the 22nd november 2012. No root cause could be determined as no problem was found with the valve. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Implanting surgery was conducted on (B)(6) 2014. Since the fluid did not flow through the valve during surgery, the surgeon replaced the device with another product. No information is provided about pressure settings. No surgical delay or adverse consequences to the patient was reported.